Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that she developed symptoms after she was unable to test with her onetouch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on september 27, 2010 to obtain/verify the following information: the patient indicated that she has had the meter for a couple weeks before she contacted lifescan and admitted that she was not sure how to use it. The patient stated that she normally tests her blood glucose 3 times per day; however, it is unknown how often the patient actually tested with the subject meter. On an unspecified date, the patient was unable to test and reportedly became shaky, sweaty, and lightheaded afterwards: the patient cannot recall how much time passed from when the reported issue occurred to when she developed the symptoms. The patient administered self-treatment with orange juice because she thought she was hypoglycemic and felt better afterwards. The patient did not test with any other devices. According to the troubleshooting performed with customer service, the patient was attempting to test in the memory mode. The reported issue was resolved with training. Replacement products were still sent to the patient. There is no indication that the lfs product malfunctioned; however, this complaint is still being reported because the patient reportedly developed hypoglycemia after not being able to test with the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.